Event description:
Physician noted after drilling, the device was being placed and it snapped at the insertion point of the implant. Physician was able to retrieve it and there were no patient injuries. The device was thrown away with a biohazard sponge.